Manufacturer narrative:
Correction to previous rr report submitted today (8-mar-2022) with rr #: 2029214-2021-01523. MDR decision corrected to not reportable. The event was not not related to the medtronic pipeline device. No further reports will be submitted unless additional information received indicates a reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported sponsor assessment determined the event was possibly related to the procedure but not related to the pipeline device or dual antiplatelet treatment (dapt). MDR decision corrected to not reportable. The event was not not related to the medtronic pipeline device. No further reports will be submitted unless additional information received indicates a reportable event.

Event description:
Additional information received reported sponsor assessment determined the event was possibly related to the procedure but not related to the pipeline device or dual antiplatelet treatment (dapt).

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through clinical study that additional information received reported that the patient had dizziness, dysarthria, hemiparese, and hemiataxi nihss score of 5. Per the new information provided, there was no medical intervention performed. Subject underwent diagnostic angiography and was treated with physical therapy. The event is still ongoing. Additional information received indicated the core-lab image read has identify ¿entire aneurysm neck coverage with fd was not achieved¿ on the procedure image of (B)(6) 2018., however image dated (B)(6) 2019 image showed a complete neck coverage with the fd was achieved. Additional information received reported. The patient had a stroke. Action date (B)(6) 2019. Hospitalization end date (B)(6) 2019. Additional treatment, and treatment with physical therapy were needed. Diagnostc angiography medication. The patient was being treated for a saccular aneurysm in the midline basilar artery at the bifurcation branch. Maximum aneurysm diameter: 4.3 mm. Aneurysm dome height: 2.2 mm. Aneurysm dome width: 2.5 mm. Aneurysm neck size: 3.7mm. Parent artery diameter distal to aneurysm: 1.8 mm. Parent artery diameter proximal to aneurysm: 2.8 mm. Post implant - specify stasis at the end of the procedure: complete stasis. Complete neck coverage at the end of the procedure was achieved.